Event description:
Ous MDR - after an implantation time of approximately 8 months, it was reported that the pacing impedance was too high during a routine follow-up. No deterioration in the patient's state of health was reported. The lead was explanted. The date of implant was not provided.

Manufacturer narrative:
Ous MDR.